Event description:
Homepump eclipse lot #0202229805 I-flow llc www.iflo.com tubing became disconnect at 175ml/hour filter. This caused leaking of tubing, medication not being administered and risk for blood stream infection. Reason for use: (B)(4).